Event description:
It was reported that this pacemaker exhibited undersensing of an atrial signal. Technical services (ts) reviewed and noted there was a signal captured on the ventricular channel that seems to be crosstalk from the atrial pace. Ts stated this was likely an intrinsic signal, however this could not be confirmed. The health care professional (hcp) was going to discuss further with the physician. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.